Event description:
It was reported that there is no power supply when the machine boots up. No patient involvement. The engineer checked the machine and found that the power module was faulty. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the power supply was replaced and the issue was resolved. The part has not been received, so the root cause at component level cannot be confirmed. If the part is received, the complaint will be reopened and a root cause analysis will be performed.